Manufacturer narrative:
(B)(4).

Event description:
Per the patient's audiologist, the patient developed an infection at the implant site. Subsequently, the patient was treated with topical antibiotics (date and duration not reported). The implanted device remains insitu.